Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: please explain; what was the specific issue with the device? The suture was fragile more than usual, especially the area closed to needle. When did the issue occur; in the package/ during dispensing (before use on patient/during actual suturing (use on patient)? The issue was occurred during actual suturing (use on the dog). Name of the procedure? The issue was occurred while closing muscle area. Date the event occurred? The event occurred on (B)(6) 2020. Initial procedure date? The event and the initial procedure occurred on (B)(6) 2020. A manufacturing record evaluation was performed for the finished device lot kb5gchn, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a dog underwent an unknown procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture near the needle was observed to be fragile while closing muscle area.

Manufacturer narrative:
Product complaint # (B)(4). H3: three unopened samples of product code w9125, lot # kb5gchn were returned for analysis. During the visual inspection of three unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed using an instron and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples received, no performance pull off - suture needle was found, and the tested samples met the finished goods requirements. The reported complaint could not be confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.